Event description:
The customer reported that the system's hand and foot switch would not release. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The plug to the foot switch was defective. The wiring harness to the backplane for the hand switch and the foot switch was replaced. The system was tested and found to be working as intended and put back into service.